Manufacturer narrative:
Sample is not available for eval. Investigation is ongoing and a follow up report will be sent as soon as is available.

Event description:
Incident reported as: doctor stated that the capio device did not deliver the needle through the sacro spinous ligament and instead the bullet needle became lodged in the ligament. The needle was left in place. No negative outcome to the pt reported.